Event description:
Rptr alleged obtaining a blood glucose test result of 646 mg/dl, which is outside the numeric reading range of 10-600 mg/dl of the advantage sys, but it was not stored in the memory. Rptr stated, he was experiencing some hyperglycemic symptoms during that time. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.